Manufacturer narrative:
Patient demographic unknown. The frame moved during navigation. The surgeon was able to reregister and continue with surgery. No impact on patient outcome reported.

Event description:
Medtronic rep. Reported that during an ent surgery coverage, the frame moved during the navigation portion of the case. The surgeon was able to re-register, with no further issues or risk to patient.